Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the display was missing segments. It was also noted that the upper case was broken, the lower case was broken, two side bail covers were broken, two side bails were missing, and the battery drawer was broken.

Event description:
It was reported that the lower screen of the external pulse generator (epg) had lines running through the display. The epg has been returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lower screen of the external pulse generator (epg) had lines running through the display. It was indicated that it would be returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.